Event description:
It was reported that, while unloading a patient from an ambulance, the power load dropped the cot downward. A crew member was holding onto the cot at the foot end injuring his/her back. It was reported that the crew member received localized treatment. Further injury and treatment details were not provided.